Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The full event site name is (B)(6) hospital.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) was giving an autofill failure. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pneumatic module assy and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.